Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to device non-use and the patient's need for serial mris. The patient reportedly did not receive benefit from his implant. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.